Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had alarmed three or four times. Customer did not have time to give further details. Customer was advised the device needed to be replaced. Customer requested a call back. Three telephone attempts were made with the intent to gather further information in regard to the alarms. No further information reported.